Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
Patient received an inappropriate shock due to oversensing of noise while at work. Patient works in a prison and received a shock when there was battery testing in his office. Ts discussed to hcp to consider attempting to recreate the noise and programming to secondary vector as it is viable. Also recommended that they do not do battery tests in his office again. No adverse events.